Manufacturer narrative:
Per the user guide: conduct regular checks of your t:slim system and infusion set, particularly: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl and the cause was not known. A corrective bolus and insulin injections were administered to address bg. During the pump system check, the luer lock was found to be lopsided. The customer unscrewed the luer lock, straightened it and rescrew it on securely. The time was found to be off by approximately 45 minutes. The customer declined additional troubleshooting for the time as it was thought that the lopsided luer lock was the cause of the high bg.